Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for stimulation at the closed loop stimulator (cls) implant site receiving therapy. An x-ray was obtained which confirmed lead migration to the cls implant site. A revision procedure was completed to resolve the reported event.

Manufacturer narrative:
Additional devices used: evoke cap12 percutaneous lead kit - 60cm model - 102878, catalog - 3008, lot number - 9016208764. Evoke cap12 percutaneous lead kit - 60cm model - 102878, catalog - 3008, lot number - 9016245043. The devices were discarded. The provided x-ray confirms the lead migration. The root cause of the migration event is not able to be definitively determined. The evoke scs system surgical guide lists potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and "undesirable changes in stimulation sensation and/or location". The surgical guide continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as result of these risks.¿